Event description:
Per the clinic, the patient experienced scabbing at the implant site and subsequently was treated with oral antibiotics on (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.